Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pacemaker mediated tachycardia could not be conclusively determined. (B)(4).

Event description:
During a follow up, multiple occurrences of pacemaker medicated tachycardia were noted. The patient was stable and asymptomatic. Reprogramming of the device to resolve the issue is anticipated.